Event description:
It was reported that when reviewing the histogram data when the device had not been interrogated for 7 days, only 2 days of data was available. It was confirmed that the device had a power on reset (por) which caused the histogram data to not be retained. It was noted other diagnostic data had been retained through this ride-through por. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. A device circuit error occurred on (B)(4) 2017. Analysis of the device memory indicated that the atrial and ventricular rate histograms data were missing/invalid. Ventricular rate histograms show "no data available" and atrial rate histograms show "no data available." If information is provided in the future, a supplemental report will be issued.